Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2002. The pt has a history of severe coronary artery disease, congestive heart failure and chronic lung disease. It was reported that the stent graft migrated inferiorly by 12 mm and there was loss of seal at the proximal attachment site with evidence of a type I endoleak from expansion of the aortic neck from 25mm to 28mm in diameter. A talent aortic cuff was successfully implanted in 2004 to repair the migration.